Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the display was damaged. There was an image interruption in the lower display that does not allow to see full screen. The external pulse generator (epg) was returned for corrective maintenance. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was missing segments. It was also noted that the upper case was broken, the lower case was broken, and two side bail covers were broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.